Event description:
During a follow up call regarding an issue with the patient's solution, it was determined that the patient had experienced two episodes of peritonitis. This complaint will address the first episode of peritonitis which occurred on (B)(6) 2010. The facility nurse provided the following information regarding this event: the patient was hospitalized on (B)(6) 2010 with a diagnosis of peritonitis. The pd effluent was cultured, a gram stain and cell count were performed. The results of the pd effluent indicated klebsiella pneumonia, e. Coli, bacteroides fragilis, and possibly alpha hemolytic streptococcus. Results of the gram stain and cell count were not available. The patient was treated with vancomycin 1gram intravenous (IV) then intraperitoneal (ip) and cefepime IV and ip (dose unknown). The length of therapy is unknown but approximately two weeks. The nurse indicated the patient aseptic technique was good. The cause of the peritonitis was related to diverticulitis and unrelated to any baxter product or dianeal solution. The patient appeared to have recovered from this episode of peritonitis and was off antibiotics for approximately then experienced a repeat episode of peritonitis in (B)(6) 2010. The patient expired on (B)(6) 2010 with the cause of death as a pulmonary emboli. The master drug complaint is (B)(4).

Manufacturer narrative:
Evaluations results: customer's meter was returned and investigated. Meter powered on with button and insertion of returned test strip. Performed 5 high control solution tests and results were within range of 268 - 402 mg/dl. No display issues were observed during extended investigation. This is a final report.

Manufacturer narrative:
Evaluations results: after further review of the extended investigation, it was identified that the customer's meter confirmed for missing segments. This is a correction report to the previous follow-up submission. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. This issue is currently tracked and trended.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocar leaked and would not hold at the seal. No other details were provided.

Event description:
A customer called in for assistance with finger stick testing and reported getting unknown "l25" message on the display of their freestyle freedom meter. The customer further reported experiencing headache and being seen by a doctor who diagnosed her with hyperglycemia and treated with 15 units of novolog. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.